Event description:
Allegedly these boxes all have expiration dates on them that do not match the expiration dates in the jde lot master.

Manufacturer narrative:
Reopened to file reportable malfunction MDR based on risk assessment ref (B)(4). This is the same event as 1043534-2012-01253, 01254, 01255, 01257, 01258, 01259.